Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information received from the hcp reported that the patient was involved in a research study. There was no issue. They figured out they were reading the programmer incorrectly. They realized they were reading the programmer incorrectly. Since there was no device/therapy issue, there was no further information the hcp would share.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding an unknown patient with an im plantable drug infusion pump with an unknown indication for use. It was reported the hcp had seen a different patient have an issue with the actual number of successful activations displayed on the personal therapy manager (ptm) being greater than the expected number of successful activations. No patient symptoms/complications were reported.